Event description:
On (B)(6): customer reports via phone that staff were performing a voiding cysto urethrogram on approximately (B)(6) male when system fluoro failed. Staff moved the pt to another room where physician completed the procedure without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.